Manufacturer narrative:
Manufacturer investigation pending conclusion, representative samples being tested since the customer did not provide lot information. Device discarded by user/facility.

Event description:
On (B)(6) 2016: (B)(6) female coded during dialysis treatment at the acute dialysis unit at the hospital: pre bp: 152/70, hr 75. Patient's daughter alerted staff that the patient was having trouble talking, patient began vomiting, became unresponsive, code team was called, patient was "dnr - do not resuscitate", so the team did not intubate or perform CPR. Faint pulses were present. She left the dialysis unit with the code team, they only had a bag mask on her, patient past away minutes after arriving to the ER. On (B)(6) 2016: per customer bloodlines used were a209y/v803, no lot number, fresenius 2008 dialysis machine, pump segment - 8.0 mm, priming volume - 149 ml

Manufacturer narrative:
Manufacturer investigation pending conclusion, representative samples being tested since the customer did not provide lot information.

Event description:
On (B)(6) 2016: an (B)(6) year old female coded during dialysis treatment at the acute dialysis unit at the hospital: pre bp: 152/70, hr 75. Patient's daughter alerted staff that the patient was having trouble talking, patient began vomiting, became unresponsive, code team was called, patient was "dnr - do not resuscitate", so the team did not intubate or perform CPR. Faint pulses were present. She left the dialysis unit with the code team, they only had a bag mask on her, patient past away minutes after arriving to the ER. On (B)(6) 2016: per customer bloodlines used were a209y/v803, no lot number, fresenius 2008 dialysis machine, pump segment - 8.0 mm, priming volume - 149 ml.